Event description:
The complaint alleged that during an attempt to monitor a pt (gender and age unknown) complaining of chest pains, the device displayed a "status 82" message. The complainant indicated that prior to this event the device intermittently powered on. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.